Manufacturer narrative:
This report will be amended whn our investigation is complete.

Manufacturer narrative:
This report is being amended to reflect changes. Visual inspection of the surgery photograph showed presence of metallosis around the femoral component. The femoral component was not revised. Review of the device history records for the femoral component did not find any deviations or anomalies. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient was revised due to pain. Upon opening the surgical site it was noted that the patella was disassociated form the porous metal peg. Metallosis was present and metal particles were also found embedded in the articular surface.